Event description:
Device 2 of 3. Reference MFR reports: 1627487-2011-01899 and 1627487-2011-01901. The pt rec'd her scs system, including two percutaneous leads and an extension, on (B)(6) 2010. It was reported that the pt needed low back stimulation coverage, but reprogramming efforts were unsuccessful. An x-ray revealed that the leads were pulled out of the connector. The physician plans to take the pt to surgery to troubleshoot the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.